Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump was received with normal operating current. Pump passed self test. The insulin pump passed off no power test. The insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that when they were trying to change the infusion set and reservoir but when they are priming the tubing the insulin pump would alarm a compromised force sensor system. The customer¿s blood glucose level was 123 mg/dl. Troubleshooting was performed. The insulin pump had not been bumped or dropped prior to the alarm. It was found that the drive support cap was sticking out. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.